Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, a previously implanted powerport of unknown model was reported to have malfunctioned in the left chest. The patient underwent an implantable port placement procedure using a powerport for long term intravenous access for medication infusion. Eleven months and nineteen days later, the patient presented to the hospital with infected port a cath. On the same day, the patient was planned for port removal. The device appeared to be intact. Therefore, it can be confirmed that the patient had infection. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2022, a patient underwent port placement via the right internal jugular vein for intravenous access. Approximately eleven months and nineteen days later, on (B)(6) 2023, the patient was diagnosed with an unspecified infection. Subsequently, the port was removed on the same day. However, the current status of the patient was unknown.